Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event of no image due to a bent pin which causes no connection with the camera. Additionally, the rear panel was corroded. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use, the visera elite video system center displayed no image. There was no connection to the camera due to a bent pin. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the communication failure occurred because the pins of the video connector were bent. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.